Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274drg implantable cardioverter defibrillator (ICD), (B)(6) 2011; 5076 implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the pacing impedances on the right ventricular (rv) lead were high, and the patient experienced multiple episodes of non-sustained tachycardia. The impedances had previously been steady but they jumped dramatically from 1000 to 3000 ohms in july. It was suspected that the lead might be fractured. The pace/sense portion of the lead was capped. No further patient complications have been reported as a result of this event.